Event description:
It is reported that the surgeon was unable to insert a liner in the shell due to failure of the locking ring.

Manufacturer narrative:
This report will be amended when our investigation is complete.